Event description:
It was reported that the pt expired. The cause of death was not known, the managing physician was only informed by the pt's mother that the pt had expired, no cause of death was provided. It was known that the pt had sepsis and was under the care of a health care provider, multiple attempts were made to obtain additional info regarding this event from the managing physician, but no additional info was reported. The implanting physician did not have any info regarding the pt's death and was unaware of any sepsis. The pt's pump contained lioresal 500 mcg/ml, no dose was reported.

Manufacturer narrative:
.